Manufacturer narrative:
(B)(4) initial report. It was reported that the patient is a martial arts enthusiast and was doing the splits at the time of the device fracture. Photographs of the explanted devices have been provided along with x-rays which will be reviewed. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic liner and head after approximately 9 years and 10 months due to fracture of the ceramic liner. Please note: the trinity biolox delta ceramic liner subject of this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA. A biolox delta ceramic head was also revised, this device is cleared for sale / distribution in the USA.

Manufacturer narrative:
Per -(B)(4) final report: it was reported that the patient is a martail arts enthusiast and was doing the splits at the time of the device fracture. The explanted devices are not available for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted. It has been concluded that the liner fracture was caused by the patient's lifestyle / sporting activity and not due to the device design or performance. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic liner and head after approximately 9 years and 10 months due to fracture of the ceramic liner. Please note: the trinity biolox delta ceramic liner subject of this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA. A biolox delta ceramic head was also revised, this device is cleared for sale / distribution in the USA.